Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn downstream occlusion (dso) and upstream occlusion seals. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was no patient involvement.